Event description:
It was reported that the device was explanted after an implant duration of 53.5 months due to unknown reasons. Per the cer: the device was explanted and the replacement product was unknown. No further details were provided. Information was learned through (B) (6) implant patient registry. The device will not be returned as it was discarded by the hospital.

Manufacturer narrative:
No product return. This event was determined to be reportable per edwards lifesciences procedures. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Customer letter not required.